Manufacturer narrative:
H10: the customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was alarming for internal battery when the device was plugged in. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 was alarming for internal battery when the v60 was plugged in. The remote service engineer (rse) performed a troubleshoot with a customer and discovered that 120 volts (v) was coming. It was then determined a replacement of a power supply was required. The rse provided the customer with the part number for the power supply to order and replace. Resolution and disposition are pending.